Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00175 and 3004608878-2019-00177.

Event description:
This is 2 of 3 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp locking knob was broken. Received additional information from customer on 26jun2019 that the device was no patient contact, injury or delay in surgery. The customer noticed the issue during regular mayfield inspections. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The unit was received with the lock has rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The device manufactured passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed from the evaluation of item. The likely cause for worn parts and buildup was wear and tear. Device identifier (B)(4).